Event description:
There was a defect in the hemostatic valve. When attempting to aspirate through the side port, the reporter got air. The device had to be removed and replaced with another MFR's product.